Event description:
Caller reported being shaky and kind of weak with aviva system blood glucose results of 77 mg/dl and 140 mg/dl within 10 minutes. Self treated his symptoms by eating 4 glucose tablets and took about 15 minutes to start feeling better. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.